Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the surgery to replace the patient's lead and generator has occurred. The explanted lead and generator have been returned and are currently undergoing analysis. A returned product form has been received that indicates the reason for replacement is "lead discontinuity".

Event description:
Additional information was received indicating that the last diagnostics taken prior to the high impedance was in (B)(6) 2010 as per the site however specific results were not provided. Surgery to replace the patient's vns lead and generator has been scheduled for (B)(6) 2012.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The lead product analysis was completed on the returned portions of the lead. There was a break in one of the coils 18mm from electrode bifurcation along with several subsequent fractures immediately past the first fracture. Pitting was present. The generator product analysis was completed, and the generator performed to specifications. No anomalies were seen.

Event description:
It was reported that the pt's vns indicated high impedance upon interrogation. The pt's vns was disabled and x-rays were taken and forwarded to the MFR for review. No trauma or manipulation has been reported. During review of the x-rays, a likely lead fracture was observed cephalad to the electrodes and anchor tether. The strain relief did not appear to be as recommended by the MFR. No adverse events have been reported. Surgery to replaced the pt's vns is likely.